Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on 04 mar 2014 20:01:22. During night drain cycle one, the patient's ultrafiltration reading was 5232ml, indicating the home patient (hp) drained 5232ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The external/internal inspection was performed and the device passed. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be a false empty detect at initial drain after initial drain alarm volume was met and a false empty detect at previous therapy last drain after minimum drain volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.